Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/31/2017 with the following findings: a review of the pump¿s black box and alarm history showed a alarm on 08/11/2017 but no alarm. Unrelated to the original complaint, the display screen was found to be blank with normal audible tone and vibration. Moisture was observed behind the display lens. The original complaint of a issue was unable to be fully investigated due to the issue of a blank display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.